Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-17289. The patient reported he has not charged since receiving the recall letter on 12/24/2011. Subsequently, the scs ipg is non-functional. The patient also reported experiencing ineffective stimulation since implant prior to the system not functioning. A sjm representative was unable to resolve the issue with reprogramming. The patient would like the ipg to be explanted; however, due to the invasive nature of scs lead replacement procedure, the patient does not want the lead explanted. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.